Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was fiber breakage and scratching present at the distal end. There were several other forms of wear and tear noted throughout the device. Those included but are not limited to minor dents and chipping on some of the unit¿s components. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus oes elite telescope had broken fibers noticed during preparation for a cystoscopy with a biopsy procedure. According to the initial reporter, the patient was not affected by this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the likely cause of the reported event is due to excessive use. Olympus will continue to monitor field performance for this device.